Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. The photograph and video were reviewed and showed that the effluent pre pump is perforated. The reported leak is due to the observed line perforation.the reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the effluent line of a prismaflex m150 set was observed to be punctured during continuous renal replacement therapy. The set was changed to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) medical university. Should additional relevant information become available, a supplemental report will be submitted.